Event description:
The event is reported as: complaint alleges: when fired, the clips went to the right. Additional information was received and there was no injury to the pt.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. Per device history report (DHR) investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a correction action for it. Manufacturer will continue to monitor and trend relating complaints.